Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Customer reported complaint for dead meter. At the time of the call, the customer reported symptoms of sleepiness and a headache. Medical attention was not needed at the time of the call. Customer had changed the battery on day of call ((B)(6) 2020). During the call the truemetrix meter did not turn on by using the power button or when a test strip was inserted.